Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6). Ed triage assessment. [Time seen: 23:52]. Left lower abdominal pain since this a.m. ¿feels like there is a knot just under the skin.¿ weight 154 lb. (B)(6) 2011: (B)(6). Emergency room visit. [Time seen: 00:19]. Noticed a knot in left lower quadrant of abdomen this morning. Area sore, knot hurts to touch. Pain during urination. Onset 12 hours ago. Gastrointestinal: soft, tenderness, mild left lower quadrant, guarding, mass left lower quadrant, hernia. Medical history: insulin resistance. Surgical history: cholecystectomy, hysterectomy, bilateral tubal ligation, c-section. Smokes 0.5 pack(s) per day. Impression/plan: acute abdominal hernia, discharged home. Addendum [created (B)(6) 2011]: the patient is here with a hernia just to the left of midline in lower abdomen. Hernia is tender but not incarcerated or protruding. Given instructions about the hernia, will be given referral to general surgeon. (B)(6) 2012: (B)(6). Lab. Wbc 14.3 (4.0-11.0). (B)(6) 2013: (B)(6). Office visit. In (B)(6) 2011 she noticed some discomfort as well as a bulge above incision just left of midline. It has gotten worse, bigger since that time. Past medical history: left inguinal hernia, bipolar affective disorder, manic. Past surgical history: cesarean section (B)(6) 2003, hysterectomy partial (B)(6) 2008, laparoscopic cholecystectomy (B)(6) 2002, hysterectomy (B)(6) 2011. Impression: ventral incisional hernia. Plan: CT abdomen and pelvis. Laparoscopic ventral incisional hernia repair. (B)(6) 2013: (B)(6). Radiology-CT abdomen/pelvis with contrast. History: hernia. Impression: anterior abdominal wall defect, 2.7 cm in transverse dimension, below level of umbilicus, contains a loop of nondilated small bowel. Oval soft tissue opacity along posterior aspect of cecum may represent prominent right ovarian tissue. (B)(6) 2013: (B)(6). Discharge summary. Admitting/discharge diagnosis: incisional hernia. Brief history: presented to clinic with complaints of bulge just left to the midline. Diagnosed with incisional hernia. CT scan showed a loop of nondilated bowel. Hospital course: on postoperative day 0 she began tolerating a regular diet, pain was controlled. Activity: keep abdominal binder on at all times. No strenuous activity or exercise. No heavy lifting greater than 10 pounds. (B)(6) 2013: (B)(6). Emergency room visit. Presents with abdominal pain after laparoscopic inguinal hernia repair on monday. Reports bulging of lower abdomen incision due to hitting bump in the road. Reports fever as of this morning. Onset 3 days ago. Fluid collection seen along the anterior mesh of hernia repair of the anterior abdominal wall with associated induration. Small droplet of air within the subcutaneous tissue not within the flow collection. The etiology of this fluid collection could be seroma or early abscess. Impression/plan: acute abdominal pain, acute abscess to hernia repair. Admit to surgery. Addendum [created 02/01/13]: positive CT, elevated white cell count. Will be admitted to surgery service for IV antibiotics and observation. (B)(6) 2013: (B)(6). Lab. Wbc 17.7 h (4.0-11.0). (B)(6) 2013: radiology ¿ CT abdomen/pelvis with IV contrast. Clinical history: abdominal pain. Impression: fluid collection seen along anterior mesh of hernia repair of anterior abdominal wall with associated induration. Small droplet of air within the subcutaneous tissue not within the flow collection. The etiology of this fluid collection could be seroma or early abscess. [Missing report findings and impression.] 02/01/13: our lady of the lake regional medical center. Millicent rovelo, res; mark g. Hausmann, md. History and physical. 3 days status post repair of incisional hernia. At time of procedure, small serosal tear was made and was oversewn. Patient was kept overnight for observation, discharged home the following morning. On morning of presentation, reports noticing increasing pain and erythema along skin and tissues of suprapubic area. Reported fever of 101.7. Physical exam: abdomen; soft, nondistended, no rebound, guarding, laparoscopic incision sites and suture sites are clean, dry, intact. Over suprapubic area in the region of mesh placement, increased erythema and induration, area is tender to palpation. Labs: white count 17. A CT scan shows fluid collection anterior to the mesh within the subcutaneous tissue. There is a small foci of air within the subcutaneous tissue as well as associated induration. Assessment: presenting with evidence of an infected seroma. Plan: admitted to dr. Hausmann. Will keep n.p.o. [Nothing by mouth] and start on broad-spectrum antibiotics. May need to have this area opened and drained; however doing so would risk exposure of the mesh. If the mesh can be salvaged with IV [intravenous] antibiotics along that would be preferable. (B)(6) 2013: (B)(6). Lab. Wbc 18.4 h (4.0-11.0). (B)(6) 2013: (B)(6). Lab. Wbc 14.2 h (4.0-11.0). (B)(6) 2013: (B)(6). Lab. Wbc 13.5 h (4.0-11.0). (B)(6) 2013: (B)(6). Microbiology culture. Procedure: culture anaerobic. Source: abscess. Body site: abdomen. Final report: no growth of anaerobes. (B)(6) 2013: (B)(6). Microbiology culture. Procedure: culture exudate/wound/abscess & gram stain. Source: abscess. Body site: abdomen. Final report: no growth. Stains: few wbc [white blood cells], few epithelial cells, no definite organisms seen, moderate rbc¿s [red blood cells]. (B)(6) 2013: (B)(6). Lab. Wbc [white blood cells] 13.3 h [high] (4.0-11.0). (B)(6) 2013: (B)(6). Microbiology culture. Procedure: culture exudate/wound/abscess & gram stain. Source: abscess. Body site: abdomen. Final report: moderate staph aureus (methicillin resistant). Stains: occasional epithelial cells, many rbc¿s [red blood cells], moderate wbc [white blood cells], no organisms seen. (B)(6) 2013: (B)(6). Emergency room visit. Presents with abdominal pain. Seen dr. Lyons today, has increased wbc [white blood cells]. Had recent staph infections, wants admitted. Gastrointestinal: mild tenderness to lower abdominal wall surrounding incision with erythema and purulent drainage expressed from abdominal wound. Wbc [white blood cells] 14.6 hi. Impression/plan: abdominal pain, postoperative wound infection, suprapubic cellulitis. Admit. (B)(6) 2013: (B)(6). History and physical. Had a laparoscopic incisional hernia repair. Three days after surgery, represented to the emergency room with complaints of increasing abdominal pain, and erythema along skin and tissues of suprapubic area. Seen in emergency room, suspected of having infected seroma. Received ir [interventional radiology] guided drainage of seroma which appeared to be sterile seroma. Had a small bedside I and d of inferior wound infection. Cultures did grow out methicillin-resistant staph aureus and sent home on oral clindamycin. Began to develop increasing drainage from new wound overlying mesh, was seen in dr. Lyon¿s clinic. Dr. Lyons performed another I [incision] and d [drainage] of this new area and obtained more purulent fluid. Labs obtained, elevated white count of 15. Sent to ER for further evaluation and possible admission. Physical examination: abdomen; soft, nondistended, tender to palpation over area of previously placed mesh. Previous I [incision] and d [drainage] sites are clean, dry, and intact. Has new draining wound, no longer actively draining but surrounded by some cellulitis and erythema. Assessment: multiple wound infections following laparoscopic ventral hernia repair. Plan: obtain CT, cultures of wound, blood, start on broad-spectrum antibiotics. Reevaluate clinical course. May need to have excision of mesh if infections continue. (B)(6) 2013: (B)(6). Microbiology cultures. Procedure: culture blood. Source: blood. Final: no growth. (B)(6) 2013: (B)(6). Radiology-CT abdomen/pelvis with contrast. Clinical history: bilateral lower abdominal pain, recent laparoscopic inguinal hernia repair. Impression: 3.4 x 3.1 x 3.3 cm right ovarian cyst which has increased in size since january 31, 2013, no definite free fluid in pelvis. Status post mesh repair of anterior midline abdominal wall hernia, extending into the pelvis, with interval decrease in the amount of fluid along the anterior border of the mesh since january 31, 2013, but with a circumscribed, 6.4 x 3.9 cm fluid collection extending through the midline abdominal wall musculature into the subcutaneous soft tissues, with some peripheral enhancement. This could be related to a postoperative seroma or postoperative hematoma. This does not have typical features of an abscess. (B)(6) 2013: (B)(6). Consultation. Readmitted 02/12 and placed on vanc [vancomycin]/zosyn. Reports feeling febrile, fatigued, chills, nausea, body aches, night sweats. Slight decrease in size of fluid collection. Impression/plan: mrsa [methicillin resistant staphlylococcus aureus] s/p [status post] inc [incisional] hernia repair. Appears to be non-healing tract from intra-abdominal mesh to skin surface which has been culture positive for mrsa [methicillin resistant staphlylococcus aureus]. Currently receiving vanc [vancomycin]/IV [intravenous], afebrile and without leukocytosis. Will need to r/o [rule out] bacteremia before can recommend home IV [intravenous] or po [by mouth] abx [antibiotics]. Seroma drained by ir [interventional radiology] which again grew mrsa [methicillin resistant staphlylococcus aureus]. Attestation/supervisor note: her wound swabs have grown mrsa [methicillin resistant staphlylococcus aureus] but both of these are superficial swabs and may not communicate with the fluid collection. Given the difficulty that removing the mesh presents, I think a course of po [by mouth] antibiotics may be warranted prior to any further surgical drainage. If there is concern for infection of the fluid collection ir [interventional radiology] drainage may be helpful in determining if it is truly infected. Unfortunately linezolid is not an option for treatment due to her ssri [selective serotonin reuptake inhibitor] use. Impression: cellulitis of operative trochar site, mrsa [methicillin resistant staphlylococcus aureus]. Bipolar disorder, abdominal pain. Plan: doxycycline and rifampin for 14 days. (B)(6) 2013: (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain. Impression: slight decrease in size in fluid collection of subcutaneous fat just anterior to the inferior margin of the anterior abdominal wall mesh. (B)(6) 2013: (B)(6). Discharge summary. Admitting/discharge diagnoses: postoperative wound infections. Status post laparoscopic ventral hernia repair. Recently admitted to hospital with wound infection following laparoscopic ventral hernia repair. Discharged on clindamycin and reported to the clinic with complaints of drainage from a separate site that had been previously drained during her previous admission. Hospital course: admitted, started on IV [intravenous] fluids, IV [intravenous] antibiotics. Previous cultures grew out mrsa [methicillin resistant staphlylococcus aureus] which was sensitive to vancomycin and that is what she was started on. The area that was previously drained in the suprapubic region had minimal serosanguineous. There was an area over placement of a transfascial suture that had begun to drain spontaneously. This was opened at the bedside. Purulent drainage was retrieved and this was cultured, which grew out again mrsa [methicillin resistant staphlylococcus aureus]. Abdominal induration, edema and erythema had greatly improved from the previous admission. Wound was packed with iodoform daily. White blood cell count on admission was elevated to 15,000. It was normal to 10,000 on discharge. Infectious disease was consulted. On hospital day #6, CT scan of abdomen and pelvis obtained due to increase in pain and increase in swelling over hernia sight. This was negative for hernia and noted a decrease in size of fluid collection. Discharged to home. Abstain from smoking. No strenuous activity or exercise. Okay to lift and ambulate. Wound care: pack wound with iodoform daily. (B)(6) 2013: (B)(6). Emergency room visit. Presents with n/v/d [nausea, vomiting, diarrhea] onset last few days. Having severe vomiting (8 episodes) and diarrhea. Reports her doctor told her to come into the ER for IV [intravenous] abx [antibiotics] and IV [intravenous] fluids. Reports low grade fever up to 100.4. Gastrointestinal: soft, non-distended, obese, tenderness. Suprapubic, no warmth, erythema, ttp [tender to palpation] to small region just below umbilicus, small palpable movable round lump noted. Impression/plan: acute fever, nausea, vomiting, diarrhea, leukocytosis. Admit. (B)(6) 2013: (B)(6). History and physical. Patient reports severe nausea, vomiting, diarrhea, low-grade temperatures of 100.4. Abdomen: non-tender to palpation over area of previously placed mesh. Previous I [incision] and d [drainage] sites clean, dry, intact. No new drainage noted. No erythema, no induration, no purulence. White blood cell count 13.9 h. CT scan of abdomen and pelvis showed decreased size in fluid collection now 5.9 x 4 cm just anterior to inferior margin of anterior abdominal wall mesh. Assessment/plan: postoperative wound infection status post laparoscopic ventral hernia repair with mesh. Admitted to general surgery, n.p.o. [Nothing by mouth], IV [intravenous] fluids, IV [intravenous] antibiotics. (B)(6) 2013: (B)(6). Microbiology cultures. Procedure: culture blood. Final reports: no growth. (B)(6) 2013: (B)(6). Discharge summary. Admitting diagnoses: nausea, vomiting, postoperative wound infection, status post laparoscopic ventral hernia repair. Discharge diagnoses: postoperative wound infection, status post laparoscopic incisional hernia repair. She was sent home on doxycycline and rifampin to cover for her mrsa [methicillin resistant staphlylococcus aureus]. Reported to the emergency department complaining of nausea and vomiting after taking the oral antibiotics. Does report a low-grade fever of 100.1 at home. Hospital course: started on IV [intravenous] antibiotics. White blood cell count of 13. Infectious disease recommended oral clindamycin for 4 days, to complete her 14 course. Discharge to home. (B)(6) 2013: [missing records: records for baton rouge general mid city, ER visit, were not provided.] (B)(6) 2013: (B)(6). History and physical. Admitted: 03/14/13. Comes to the emergency department complaining of right lower quadrant pain and noticed an enlarging of a lesion that was protruding superficially from one of the surgical scars from the lap hernia repair. Reports increased pain and warmth to the touch. Abdomen: soft, large horizontal scar lower quadrant from right to left, roughly 7-8 inches long. Multiple smaller incisional scars that are healing around the abdomen at the site where the laparoscopic procedure was done by surgery for hernia repair. Has a right lower quadrant abscess measuring 3 cm x 3 cm, which is positive for induration as well as effusion, positive for warmth, and pain on palpation. No drainage from site. Labs: wbc [white blood cell cell] 12.9. Assessment/plan: abdominal anterior wall abscess. Admit, start on empiric antibiotics, flagyl, cipro, and vancomycin. Check blood cultures. Will most likely need CT-guided drainage of abscess with specimen sent for cultures in the a.m. Leukocytosis. (B)(6) 2013: (B)(6). History and physical. Postoperative course was complicated by two wound infections at the transfascial suture sites. The patient had local wound care and debridement of the area with antibiotics and was sent home approximately 2 weeks ago. Doing well until last thursday when she noticed redness over the previous suprapubic incisional site. Reported to mid city that afternoon, was admitted for IV [intravenous] antibiotics and wound care. Transferred here. Was complaining of lower midline redness and swelling with little bit of pain. Assessment: recurrent wound infection. Plan: admitted, n.p.o. [Nothing by mouth], IV [intravenous] fluids, antibiotics. Vancomycin IV [intravenous] will be started as the patient was previously mrsa [methicillin resistant staphlylococcus aureus]. Perform a bedside incision and drainage and local wound care. CT scan. (B)(6) 2013: (B)(6). Microbiology cultures. Procedure: culture anaerobic. Source: abdominal fld [fluid]. Body site: abdomen. Final report: no growth of anaerobes. (B)(6) 2013: (B)(6). Microbiology cultures. Procedure: culture fluid with gram stain. Source: abdominal fld [fluid]. Body site: abdomen. Final report: moderate staph aureus (methicillin resistant). Stains: occasional epithelial cells, many rbc¿s [red blood cells], few wbc [white blood cells], no definite organisms seen. (B)(6) 2013: (B)(6). Fungus cultures. Source: body fluid. Body site: abdomen. Final report: no growth of fungus at 4 weeks. Stains: no fungal elements seen. (B)(6) 2013: (B)(6). Radiology-CT abdomen/pelvis. Clinical history: postoperative abdominal mesh infection, abdominal pain. Impression: continued improvement in the subcutaneous fluid collection along the inferior border of the surgical mesh since february 18, 2013, with only one residual septated cystic area versus two adjacent cystic lesions which, in total, measures 1.7 x 3.3 mm. (B)(6) 2013: (B)(6). Discharge summary. Admission diagnosis: abdominal wall abscess. Brief history: presented to baton rouge general mid-city with abdominal abscess, transferred here for further care. Reports had approximately 1 cm erythematous knot in suprapubic region, tender to palpation. Denied any fevers. Hospital course: underwent I and d [incision and drainage] at bedside. Cultures obtained. There was minimal purulent drainage and some minimal bloody drainage. CT performed to ensure no further abscess of fluid collection had traversed inferiorly towards previous placed mesh. On hospital day no. 3 the wound was much improved. Wound was clean, dry, intact. It was opened with serosanguineous drainage. Labs were all within normal limits. Cultures came back as staph aureus. Previous cultures were mrsa [methicillin resistant staphlylococcus aureus]. Discharged home. (B)(6) 2013: (B)(6). Emergency room visit. Presents with incision from hernia surgery in january has burst open and pt [patient] says that she believes that it is infected. Onset just prior to arrival. Gastrointestinal: soft, non-distended, obese, tenderness suprapubic, right upper quadrant left lower quadrant, guarding, mass ruq [right upper quadrant]/just right of umbilicus region with erythematous movable hardened mass ttp [tender to palpation], warmth to touch. Also noted with llq [left lower quadrant]/left suprapubic region abscessed open lesion with purulent drainage and surrounding erythema/warmth and ttp [tender to palpation]. Diagnosis: acute generalized abdominal pain, abscess of abdominal wall. Plan: admit. (B)(6) 2013: (B)(6). Radiology-CT abdomen/pelvis with contrast. History: hernia repair with abscess. Impression: multiple fluid collections in the subcutaneous tissues of the abdominal wall favored to represent seromas or less likely abscesses. Slackened appearance of ventral abdominal wall mesh with fluid on both the superficial and deep margins of the mesh. (B)(6) 2013: (B)(6). Microbiology cultures. Procedure: culture blood. Source: blood. Final report: no growth. (B)(6) 2013: (B)(6). Microbiology cultures. Procedure: culture exudate/wound/abscess & gram stain. Source: abscess. Body site: abdomen. Final report: few staph aureus (methicillin resistant). Stains: many wbc [white blood cells], many rbc¿s [red blood cells], few epithelial cells, no definite organisms seen. (B)(6) 2013: (B)(6). History and physical. Admitting diagnosis: abdominal wall abscess, status post laparoscopic incisional hernia repair. History of present illness: as of april 11, 2013, began having symptoms again of pain. Able to feel masses in abdomen; 1 left suprapubic area which was previously drained is now open and draining again. Also has anterior upper rectus palpable fluid collections. Reports subjective fevers, anorexia, malaise. Was treated with doxycycline at her correctional facility without any improvement and then was brought to the emergency room. Abdomen; soft, nondistended, large approximately 12-16 cm, palpable right anterior rectus fluid collection. On the contralateral side there is also a smaller palpable area. Suprapubically, has a left draining wound approximately 1 cm, draining serosanguineous fluid, as well as a palpable approximately 2-cm area on the right suprapubic region. It is extremely tender in the abdomen focally in the midline, periumbilical region. CT scan shows multiple subcutaneous fluid collections above mesh placement. Also has, in the midline, a large fluid collection below the mesh, which appears to be intra-abdominal. Assessment/plan: multiple fluid collections in subcutaneous tissue as well as superficial and deep to ventral abdominal mesh, highly suspicious for infection. Admit to surgical service. Start on vancomycin. Reassess for drainage versus removal of mesh. (B)(6) 2013: (B)(6). Microbiology cultures. Procedure: culture exudate/wound/abscess & gram stain. Source: abscess. Body site: abdomen. Free text: r [right] anterior abd [abdominal] wall collection. Final report: moderate/many staph aureus. For susceptibilities, refer to previous positive culture. Stains: moderate/many pmn¿s [polymorphonuclear cells], no epithelial cells, no definite organisms seen. Continued on attachment. - attachment: [event 40957 continuation h10.11.pdf]

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6). Office visit. Increased drainage from her left lower quadrant incision site. Denies fever, chills, night sweats. Localized pain around the site. On exam there is a raised erythematous 3 x 2 cm lesion above her left lower quadrant port site; spontaneously draining seropurulent material. Expressed 40 ml of this material; sent for culture. This was the only site of abdominal pain, no rebound, guarding, peritoneal signs. Impression/plan: status post laparoscopic hernia repair with subsequent wound infection now with infection surrounding the left lower quadrant port site. Does not appear to be clinically systemically infected. Sent drainage for culture, will order complete blood count . 02/12/13: our lady of the lake laboratory. Lab. Wbc 15.7; high (4.0-11.00 ). 02/12/13: our lady of the lake laboratory. Microbiology culture. Culture exudate/wound/abscess and gram stain. [Record illegible; poor copy quality ]. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
B7: added medical history. H6: updated results code 2 for sterilization evaluation. Conclusion codes remain unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: operative report. Resident surgeon: (B)(6) md. Preop/postop diagnosis: incisional hernia. Procedures performed: 1) laparoscopic incisional hernia repair with 15 x 19 cm dual mesh. 2) enterolysis. Complications: none. Estimated blood loss: less than 10 ml. Anesthesia: general. Specimens: none. Findings: a 7 x 7 cm lower midline abdominal wall defect with no evidence of strangulated bowel was noted. Brief history: this is a 30-year-old female who presented to clinic with a lower abdominal bulge which was causing some discomfort and pain. The bulge is located just above her incision from her open total abdominal hysterectomy. This was noted to be just left to the midline. The patient reports that the hernia has become larger since her hysterectomy a year and a half ago and was requesting to have it repaired. The patient was consented and all benefits and risks were explained to the patient. Operation in detail: ¿the patient and surgery site were verified. The patient was brought into the operating room and placed in a supine position. General anesthesia was induced and the patient was intubated without any difficulty. The patient¿s abdomen is prepped and draped in the usual surgical fashion along with an ioban was placed as a dressing. An 11 blade was used to make an incision into the right upper quadrant. The abdomen was entered under direct visualization using a 5 mm bladeless visiport. On initial inspection there was evidence of extensive adhesions to the anterior abdominal wall. There was no other gross pathology noted. Two 5 mm trocars were then placed in the left upper quadrant and left lower quadrant under direct visualization and a fourth 5 mm trocar was placed in the right lower quadrant under direct visualization. Scissors were used to begin the dissection of the omentum to the abdominal wall. The harmonic was then used to dissect the adhesions from the abdominal wall and from inside the hernia sac. The lateral adhesions were also dissected. Scissors used to dissect bowel that was adhesed to the lateral aspect of the abdominal wall. There was evidence of possibly a serosal tear and a 3-0 vicryl figure-of-eight stitch was placed in this defect. Once the adhesions were removed the abdominal defect was visualized and it was 7 x 7 cm in the lower midline just to the left of the lower midline. The foley catheter bulb was identified and the pubic symphysis was identified and the bladder was dissected inferior to the abdominal wall which was performed with the harmonic. A gore dual mesh plus was marked in the inferior and superior portions and side positions. The mesh was then rolled and pulled through the left lower quadrant port site into the abdomen. It was unrolled and transfascial stay sutures were placed at the superior and inferior edges using a gore-tex polytetrafluoroethylene suture to approximate the mesh to the anterior abdominal wall. The sorbafix 5 mm was then used to approximate the mesh along the lateral edges of the anterior abdominal wall using a double crown technique and sorbafix was placed as well as in the center of the mesh. When the mesh was well-approximated 4 additional transfascial sutures were placed on each side of the mesh. On further inspection there was left lower quadrant bleeding from the lateral abdominal wall. A figure-of-eight transfascial suture was then placed through the mesh. Hemostasis was then achieved. The omentum was then identified and small bowel and colon was also inspected and there was no evidence of obvious injury. No bleeding or stool was noted. The abdomen was then allowed to de-insufflate and the mesh was visualized which was in good position lying flat. The laparoscope was then removed. The abdomen was allowed to de-insufflate totally and the trocars were then removed. The incisions were closed with steri-strips and band-aids. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. All sponge, instrument and needle counts were correct at the end of the case. Dr. Hausmann was scrubbed in for the entire duration of the case.¿ (B)(6) 2013: immediate post-operative progress note. Title of procedure: laparoscopic incisional hernia with mesh. Findings: 7 x 7 cm incisional abd. Wall defect with dualmesh. Product label: gore dualmesh® plus biomaterial. Ref/catalogue number: 1dlmcp04. Lot batch code: 10568221. W.l. Gore & associates. The records confirm a gore dualmesh® plus biomaterial (1dlmcp04/10568221) was implanted during the procedure. (B)(6) 2013: [missing records: medical records for ER/admission records (B)(6) 2013 were not provided.] (B)(6) 2013: radiology ¿ CT abdomen/pelvis with IV contrast. Clinical history: abdominal pain. [Missing report findings and impression.] (B)(6)2013: radiology- CT guided cyst aspiration. Accession: (B)(4). CT-guided needle aspiration of a lower abdominal fluid collection. Clinical indication: infected postoperative seroma after recent abdominal wall hernia repair. Procedure and findings: under CT guidance, a 20-guage westcott needle was advanced into a lower anterior abdominal wall fluid collection, anterior to indwelling hernia mesh. I was only initially able to aspirate approximately 10-15 cc of amber, serosanguineous fluid, despite repositioning the needle multiple times. I then switched to an 18-gauge chiba needle which was advanced under CT guidance into the collection. I was able to aspirate an additional 20 cc of amber, serosanguineous fluid. I was unable to aspirate any more fluid from the collection despite repositioning the needle within the collection. The needle was removed and hemostasis readily obtained. Followup CT sections through the lower abdomen demonstrate interval decrease in size of the collection , with a small residual collection present. CT images were stored in the patient¿s permanent medical record. A sample was sent for culture and sensitivity. Impression: successful CT-guided needle aspiration of a lower abdominal fluid collection. A seroma is favored. (B)(6) 2013: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: discharge summary. Admit: (B)(6) 2013. Brief history: presented to ER with c/o of fever and abdominal pain. She was status post lap incisional hernia; postop day 4. On admission she was noted to have some erythema and induration of the suprapubic region, over the area of mesh placement. Admitted for further care. CT of the abdomen/pelvis showed a fluid collection along the anterior mesh of the hernia of the anterior abdominal wall, with some induration. Fluid collection could be a seroma or an early abscess. White blood cell count on admission was 17,000. Pt was kept on IV antibiotics. White blood cell count trended from 17,000 down to 11,000. Has remained afebrile; vitals remained stable. It was decided that the pt would be treated with IV antibiotics before any surgical excision of the mesh would be performed. Interventional radiology was consulted and did fluid collection on hospital day 4; 20 ml of cloudy bloody fluid was expressed and sent for culture. This has had no growth to date. On hospital day 6, pt¿s most inferior wound began having purulent discharge. This was opened up at the bedside and a wound washout was performed; sent for cultures, which grew out staph aureus, sensitivities still pending at this time. Dry dressing placed in there to help with drainage. Her erythema began to improve, as well as her induration had markedly improved, and pain was also improved. Pt deemed appropriate for discharge at this time with close follow-up. Meds included clindamycin. F/u with dr. Hausman. (B)(6) 2013: sgbr procedure note. Preop/postop dx: wound infection. Procedure: bedside I&d incisional wound abscess. Purulent bloody drainage cultures taken. Irrigated then packed wound. Pt tolerated procedure well. (B)(6) 2013: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: operative report. Preop/postop diagnosis: abdominal wall abscess with infected gore-tex ventral hernia mesh. Operative procedures: 1) exploratory laparotomy with removal of gore-tex mesh. 2) incision and drainage of 2 separate abdominal wall abscesses. Assistant: (B)(6) pgy-2. Anesthetic: general endotracheal. Indications of surgery: this is a 30-year-old female who underwent laparoscopic ventral incisional hernia repair in may who has had multiple staph abscesses preoperatively and postoperatively, now appears to have infected mesh. Operative findings: there was thick green, but nonodorous purulence around the mesh. The mesh was removed in its entirety. There were also abdominal wall abscess on either side that were opened and drained and packed with iodoform. Ten flat blake drain was placed in the cavity where the mesh had been under the midline fascia. Procedure in detail: ¿with the patient in the supine position, general anesthetic was administered. The abdomen was prepped with chloraprep and sterilely draped. Midline incision was made through the umbilicus to the pubis and carried down through the subcutaneous tissue and through the fascia. I opened the fascia and encountered thick green nonodorous purulence that was cultured and suctioned out. I was able to grab the gore-tex mesh and with limited difficulty I was able to remove it in its entirety. I had cut 1 of the sutures. The remainder was then pulled out. What was left was the subfascial cavity with a rind on the under surface. I irrigated this out very well. We placed a 10 flat blake drain in this cavity and brought out through a stab incision in the right side of the abdomen. The area was again well irrigated and hemostasis confirmed. The midline fascia was closed with a running #1 looped pds. The subcutaneous tissue was irrigated and decided to close the skin with skin staples. There was a pigtail catheter that was in the subcutaneous tissue on the right side that was removed. There were 2 abscesses of the abdominal wall, 1 on either side of the abdomen. I opened these up further than they had been opened at the bedside, irrigated them out and packed them with iodoform. The drain was sutured in place with 2-0 nylon. The abdomen is clean, dry and sterile dressing was applied. Ms. (B)(6) tolerated the procedure well.¿ (B)(6) 2013: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact., h6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1930, 2069; 3191: "open draining wound." Were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2011 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity. (B)(6) 2011: 235 lbs., bmi 40.3. (B)(6) 2013: 232 lbs., bmi 39.81. Smoking. (B)(6) 2011: smokes ½ pack daily. (B)(6) 2013: ¿every day smoker, ½ pack daily for 13 years.¿ (B)(6) 2011: left lower quadrant hernia. (B)(6) 2013: infected postoperative seroma. (B)(6) 2013: abdominal wound culture positive for methicillin resistant. Staphylococcus aureus. 8/7/16: marijuana, cocaine use. Chronic obstructive pulmonary disease [copd]. Surgical procedures: 2002: laparoscopic cholecystectomy. (B)(6) 2003: cesarean section. (B)(6) 2008: partial hysterectomy. Unknown date: bilateral tubal ligation. (B)(6) 2011: total abdominal hysterectomy. (B)(6) 2013: laparoscopic incisional hernia repair, enterolysis. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2013: CT-guided needle aspiration of a lower abdominal fluid collection, ¿anterior to indwelling hernia mesh.¿ (B)(6) 2013: incision and drainage of incisional wound abscess. (B)(6) 2013: ultrasound guided abdominal wall abscess drainage. (B)(6) 2013: exploratory laparotomy with removal of gore-tex mesh. Incision and drainage of 2 separate abdominal wall abscesses. Relevant medical information: (B)(6) 2011: ¿noticed a knot in left lower quadrant of abdomen this morning. Area sore, knot hurts to touch. Pain during urination. Onset 12 hours ago. Gastrointestinal: soft, tenderness, mild left lower quadrant, guarding, mass left lower quadrant, hernia. Impression/plan: acute abdominal hernia, discharged home. Addendum: here with a hernia just to the left of midline in lower abdomen. Hernia is tender but not incarcerated or protruding. Given instructions about the hernia, will be given referral to general surgeon.¿ implant preoperative complaints: (B)(6) 2013: ¿in (B)(6) 2011 she noticed some discomfort as well as a bulge above incision just left of midline. It has gotten worse, bigger since that time. Impression: ventral incisional hernia. Plan: CT abdomen and pelvis. Laparoscopic ventral incisional hernia repair.¿ (B)(6) 2013: CT abdomen/pelvis. ¿impression: anterior abdominal wall defect, 2.7 cm in transverse dimension, below level of umbilicus, contains a loop of nondilated small bowel. Oval soft tissue opacity along posterior aspect of cecum may represent prominent right ovarian tissue.¿ (B)(6) 2013: ¿presented to clinic with a lower abdominal bulge which was causing some discomfort and pain. The bulge is located just above her incision from her open total abdominal hysterectomy. This was noted to be just left to the midline. The patient reports that the hernia has become larger since her hysterectomy a year and a half ago and was requesting to have it repaired. The patient was consented and all benefits and risks were explained to the patient.¿ implant procedure: laparoscopic incisional hernia repair with 15 x 19 cm dual mesh. Enterolysis. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/10568221, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2013 [hospitalization january (B)(6) 2013] findings: ¿7 x 7 cm lower midline abdominal wall defect with no evidence of strangulated bowel was noted.¿ description of hernia being treated: ¿an 11 blade was used to make an incision into the right upper quadrant. The abdomen was entered under direct visualization using a 5 mm bladeless visiport. On initial inspection there was evidence of extensive adhesions to the anterior abdominal wall. There was no other gross pathology noted. Two 5 mm trocars were then placed in the left upper quadrant and left lower quadrant under direct visualization and a fourth 5 mm trocar was placed in the right lower quadrant under direct visualization. Scissors were used to begin the dissection of the omentum to the abdominal wall. The harmonic was then used to dissect the adhesions from the abdominal wall and from inside the hernia sac. The lateral adhesions were also dissected. Scissors used to dissect bowel that was adhesed to the lateral aspect of the abdominal wall. There was evidence of possibly a serosal tear and a 3-0 vicryl figure-of-eight stitch was placed in this defect. Once the adhesions were removed the abdominal defect was visualized and it was 7 x 7 cm in the lower midline just to the left of the lower midline. The foley catheter bulb was identified and the pubic symphysis was identified and the bladder was dissected inferior to the abdominal wall which was performed with the harmonic.¿ implant size and fixation: ¿a gore dual mesh plus was marked in the inferior and superior portions and side positions. The mesh was then rolled and pulled through the left lower quadrant port site into the abdomen. It was unrolled and transfascial stay sutures were placed at the superior and inferior edges using a gore-tex polytetrafluoroethylene suture to approximate the mesh to the anterior abdominal wall. The sorbafix 5 mm was then used to approximate the mesh along the lateral edges of the anterior abdominal wall using a double crown technique and sorbafix was placed as well as in the center of the mesh. When the mesh was well-approximated 4 additional transfascial sutures were placed on each side of the mesh. On further inspection there was left lower quadrant bleeding from the lateral abdominal wall. A figure-of-eight transfascial suture was then placed through the mesh. Hemostasis was then achieved. The omentum was then identified and small bowel and colon was also inspected and there was no evidence of obvious injury. No bleeding or stool was noted. The abdomen was then allowed to de-insufflate and the mesh was visualized which was in good position lying flat. The laparoscope was then removed. The abdomen was allowed to de-insufflate totally and the trocars were then removed. The incisions were closed with steri-strips and band-aids.¿ (B)(6) 2013: discharge summary. ¿hospital course: on postoperative day 0 she began tolerating a regular diet, pain was controlled. No strenuous activity or exercise. No heavy lifting greater than 10 pounds.¿ relevant medical information: (B)(6) 2013: inpatient hospital admission. (B)(6) 2013: emergency room. ¿presents with abdominal pain after laparoscopic inguinal hernia repair on monday. Reports bulging of lower abdomen incision due to hitting bump in the road. Reports fever as of this morning. Onset 3 days ago. Fluid collection seen along the anterior mesh of hernia repair of the anterior abdominal wall with associated induration. Small droplet of air within the subcutaneous tissue not within the flow collection. The etiology of this fluid collection could be seroma or early abscess. Impression/plan: acute abdominal pain, acute abscess to hernia repair. Admit to surgery. Addendum: positive CT, elevated white cell count. Will be admitted to surgery service.¿ (B)(6) 2013: CT abdomen/pelvis. ¿impression: fluid collection seen along anterior mesh of hernia repair of anterior abdominal wall with associated induration. Small droplet of air within the subcutaneous tissue not within the flow collection. The etiology of this fluid collection could be seroma or early abscess.¿ (B)(6) 2013: history and physical. ¿3 days status post repair of incisional hernia. At time of procedure, small serosal tear was made and was oversewn. Patient was kept overnight for observation, discharged home the following morning. On morning of presentation, reports noticing increasing pain and erythema along skin and tissues of suprapubic area. Reported fever of 101.7. Physical exam: abdomen: soft, laparoscopic incision sites and suture sites are clean, dry, intact. Over suprapubic area in the region of mesh placement, increased erythema and induration, area is tender to palpation. CT scan shows fluid collection anterior to the mesh within the subcutaneous tissue. There is a small foci of air within the subcutaneous tissue as well as associated induration. Assessment: presenting with evidence of an infected seroma. Plan: admitted. May need to have this area opened and drained; however, doing so would risk exposure of the mesh. If the mesh can be salvaged with IV [intravenous] antibiotics along that would be preferable.¿ (B)(6) 2013: CT guided cyst aspiration. ¿under CT guidance, a 20-guage westcott needle was advanced into a lower anterior abdominal wall fluid collection, anterior to indwelling hernia mesh. I was only initially able to aspirate approximately 10-15 cc of amber, serosanguineous fluid, despite repositioning the needle multiple times. I then switched to an 18-gauge chiba needle which was advanced under CT guidance into the collection. I was able to aspirate an additional 20 cc of amber, serosanguineous fluid. I was unable to aspirate any more fluid from the collection despite repositioning the needle within the collection. The needle was removed and hemostasis readily obtained. Followup CT sections through the lower abdomen demonstrate interval decrease in size of the collection, with a small residual collection present. Impression: successful CT-guided needle aspiration of a lower abdominal fluid collection. A seroma is favored.¿ (B)(6) 2013: microbiology culture. ¿source: abscess. Body site: abdomen. Final report: moderate staph aureus (methicillin resistant).¿ (B)(6) 2013: discharge summary: ¿status post lap incisional hernia; postop day 4. On hospital day 6, pt¿s most inferior wound began having purulent discharge. This was opened up at the bedside and a wound washout was performed; sent for cultures, which grew out staph aureus, sensitivities still pending at this time. Dry dressing placed in there to help with drainage. Her erythema began to improve, as well as her induration had markedly improved, and pain was also improved. Pt deemed appropriate for discharge at this time with close follow-up.¿ (B)(6) 2013: ¿increased drainage from her left lower quadrant incision site. Localized pain around the site. On exam there is a raised erythematous 3 x 2 cm lesion above her left lower quadrant port site; spontaneously draining seropurulent material. Expressed 40 ml of this material; sent for culture. This was the only site of abdominal pain, no rebound, guarding, peritoneal signs. Impression/plan: status post laparoscopic hernia repair with subsequent wound infection now with infection surrounding the left lower quadrant port site. Does not appear to be clinically systemically infected. Sent drainage for culture.¿ (B)(6) 2013: inpatient hospitalization. (B)(6) 2013: emergency room. Presents with abdominal pain. Increased wbc [white blood cells]. Had recent staph infections, wants admitted. Gastrointestinal: mild tenderness to lower abdominal wall surrounding incision with erythema and purulent drainage expressed from abdominal wound. Impression/plan: abdominal pain, postoperative wound infection, suprapubic cellulitis. Admit.¿ (B)(6) 2013: history and physical. Received guided drainage of seroma which appeared to be sterile seroma. Had a small bedside I and d [incision and drainage] of inferior wound infection. Cultures did grow out methicillin-resistant staph aureus and sent home on oral clindamycin. Began to develop increasing drainage from new wound overlying mesh, was seen in clinic. Had another I and d of this new area and obtained more purulent fluid. Sent to ER for further evaluation and possible admission. Physical examination: abdomen; soft, tender to palpation over area of previously placed mesh. Previous I and d sites are clean, dry, and intact. Has new draining wound, no longer actively draining but surrounded by some cellulitis and erythema. Assessment: multiple wound infections following laparoscopic ventral hernia repair. Plan: obtain CT, cultures of wound, blood, start on broad-spectrum antibiotics. Reevaluate clinical course. May need to have excision of mesh if infections continue.¿ (B)(6) 20013: CT abdomen/pelvis. ¿impression: status post mesh repair of anterior midline abdominal wall hernia, extending into the pelvis, with interval decrease in the amount of fluid along the anterior border of the mesh since (B)(6) 2013, but with a circumscribed, 6.4 x 3.9 cm fluid collection extending through the midline abdominal wall musculature into the subcutaneous soft tissues, with some peripheral enhancement. This could be related to a postoperative seroma or postoperative hematoma. This does not have typical features of an abscess.¿ (B)(6) 2013: consultation. ¿impression/plan: mrsa [methicillin resistant staphylococcus aureus] s/p [status post] inc [incisional] hernia repair. Appears to be non-healing tract from intra-abdominal mesh to skin surface which has been culture positive for mrsa. Seroma drained which again grew mrsa. Impression: cellulitis of operative trochar site, mrsa. Plan: doxycycline and rifampin for 14 days.¿ (B)(6) 2013: CT abdomen/pelvis. ¿impression: slight decrease in size in fluid collection of subcutaneous fat just anterior to the inferior margin of the anterior abdominal wall mesh.¿ (B)(6) 2013: discharge summary. Hospital course: admitted, started on IV fluids, IV antibiotics. The area that was previously drained in the suprapubic region had minimal serosanguineous. There was an area over placement of a transfascial suture that had begun to drain spontaneously. This was opened at the bedside. Purulent drainage was retrieved and this was cultured, which grew out again mrsa. Abdominal induration, edema and erythema had greatly improved from the previous admission. Wound was packed with iodoform daily. On hospital day #6, CT scan of abdomen and pelvis obtained due to increase in pain and increase in swelling over hernia sight. This was negative for hernia and noted a decrease in size of fluid collection. Discharged to home. Abstain from smoking.¿ (B)(6) 2013: inpatient hospitalization. (B)(6) 2013: emergency room. ¿presents with n/v/d [nausea, vomiting, diarrhea] onset last few days. Having severe vomiting (8 episodes) and diarrhea. Gastrointestinal: soft, obese, tenderness. Suprapubic, erythema, ttp [tender to palpation] to small region just below umbilicus, small palpable movable round lump noted. Impression/plan: acute fever, nausea, vomiting, diarrhea, leukocytosis. Admit.¿ (B)(6) 2013: history and physical. ¿abdomen: non-tender to palpation over area of previously placed mesh. Previous I and d sites clean, dry, intact. No new drainage noted. CT scan of abdomen and pelvis showed decreased size in fluid collection now 5.9 x 4 cm just anterior to inferior margin of anterior abdominal wall mesh. Assessment/plan: postoperative wound infection status post laparoscopic ventral hernia repair with mesh. Admitted to general surgery.¿ (B)(6) 2013: microbiology cultures. Final reports: no growth. (B)(6) 2013: discharge summary. Started on IV antibiotics. Infectious disease recommended oral clindamycin for 4 days, to complete her 14 course.¿ (B)(6) 2013: inpatient hospitalization. (B)(6) 2013: history and physical. ¿comes to the emergency department complaining of right lower quadrant pain and noticed an enlarging of a lesion that was protruding superficially from one of the surgical scars from the lap hernia repair. Reports increased pain and warmth to the touch. Abdomen: soft, large horizontal scar lower quadrant from right to left, roughly 7-8 inches long. Multiple smaller incisional scars that are healing around the abdomen at the site where the laparoscopic procedure was done by surgery for hernia repair. Has a right lower quadrant abscess measuring 3 cm x 3 cm, which is positive for induration as well as effusion, positive for warmth, and pain on palpation. No drainage from site. Assessment/plan: abdominal anterior wall abscess. Admit.¿ (B)(6) 2013: history and physical. Doing well until last thursday when she noticed redness over the previous suprapubic incisional site. Reported to mid city that afternoon, was admitted for IV antibiotics and wound care. Transferred here. Was complaining of lower midline redness and swelling with little bit of pain. Assessment: recurrent wound infection. Plan: admitted. Perform a bedside incision and drainage and local wound care. CT scan. (B)(6) 20132: procedure note. Bedside I&d incisional wound abscess. ¿purulent bloody drainage cultures taken. Irrigated then packed wound.¿ (B)(6) 2013: microbiology cultures. ¿source: abdominal fld. Body site: abdomen. Final report: moderate staph aureus (methicillin resistant).¿ (B)(6) 2013: CT abdomen/pelvis. Impression: continued improvement in the subcutaneous fluid collection along the inferior border of the surgical mesh since (B)(6) 2013, with only one residual septated cystic area versus two adjacent cystic lesions which, in total, measures 1.7 x 3.3 mm.¿ (B)(6) 2013: discharge summary. Hospital course: underwent I and d at bedside. Cultures obtained. There was minimal purulent drainage and some minimal bloody drainage. CT performed to ensure no further abscess of fluid collection had traversed inferiorly towards previous placed mesh. On hospital day no. 3 the wound was much improved. It was opened with serosanguineous drainage. Discharged home.¿ explant preoperative complaints: (B)(6) 2013: emergency room. ¿presents with incision from hernia surgery in (B)(6) has burst open and pt [patient] says that she believes that it is infected. Onset just prior to arrival. Gastrointestinal: soft, obese, tenderness suprapubic, right upper quadrant left lower quadrant, guarding, mass ruq [right upper quadrant]/just right of umbilicus region with erythematous movable hardened mass ttp, warmth to touch. Also noted with llq [left lower quadrant]/left suprapubic region abscessed open lesion with purulent drainage and surrounding erythema/warmth and ttp. Diagnosis: acute generalized abdominal pain, abscess of abdominal wall. Plan: admit.¿ (B)(6) 2013: CT abdomen/pelvis. ¿impression: multiple fluid collections in the subcutaneous tissues of the abdominal wall favored to represent seromas or less likely abscesses. Slackened appearance of ventral abdominal wall mesh with fluid on both the superficial and deep margins of the mesh.¿ (B)(6) 2013: microbiology cultures. Source: abscess. Body site: abdomen. Final report: few staph aureus (methicillin resistant).¿ (B)(6) 2013: history and physical. As of (B)(6) 2013, began having symptoms again of pain. Able to feel masses in abdomen; 1 left suprapubic area which was previously drained is now open and draining again. Also has anterior upper rectus palpable fluid collections. Was treated with doxycycline at her correctional facility without any improvement and then was brought to the emergency room. Abdomen; soft, large approximately 12-16 cm, palpable right anterior rectus fluid collection. On the contralateral side there is also a smaller palpable area. Suprapubically, has a left draining wound approximately 1 cm, draining serosanguineous fluid, as well as a palpable approximately 2-cm area on the right suprapubic region. It is extremely tender in the abdomen focally in the midline, periumbilical region. CT scan shows multiple subcutaneous fluid collections above mesh placement. Also has, in the midline, a large fluid collection below the mesh, which appears to be intra-abdominal. Assessment/plan: multiple fluid collections in subcutaneous tissue as well as superficial and deep to ventral abdominal mesh, highly suspicious for infection. Admit to surgical service. Start on vancomycin. Reassess for drainage versus removal of mesh.¿ (B)(6) 2013: microbiology cultures. ¿source: abscess. Body site: abdomen, right and left anterior abdominal wall. Final report: moderate/many staph aureus.¿ (B)(6) 2013: infectious disease. Pain in abdomen since april. Impression/plan: mrsa recurrent infection: source seems to be the hernia mesh. Surgery is planning to remove mesh. Supervisor note: relapsing wound infection with mrsa likely now involving implanted mesh material. Has failed conservative management with short courses of multiple antibiotics, agree with local drainage procedures and systemic IV vancomycin while awaiting plans for definitive surgical management. Although removal of abdominal mesh is likely difficult, I believe there is a good chance this will ultimately be necessary to achieve source control.¿ (B)(6) 2013: ultrasound guided abdominal wall abscess drainage. ¿abnormal fluid collection around abdominal mesh as well as superficial fluid collection suspicious for abscesses. Using ultrasound guidance, an 8 french pigtail catheter was placed into the fluid collection around the ventral mesh. Approximately 150 ml of thick light brown pus was aspirated and submitted for a gram stain, culture and sensitivity. The catheter was connected to external gravity drainage and secured in placed with 0.0 silk suture. The patient tolerated the procedure well. Impression: successful ultrasound guided abdominal wall abscess drainage.¿ (B)(6) 20131: microbiology cultures. Source: abscess. Body site: abdomen. Abdominal abscess from surgery. Final report: no growth of anaerobes. Final report: moderate/many staph aureus.¿ (B)(6) 2013: ¿status post us [ultrasound] guided drainage of abscess by mesh. Bedside I&d of superficial abscesses. Drain placed with now purulent output ~ 20 cc. Likely to or tomorrow for removal of mesh.¿ (B)(6) 2013: ¿underwent laparoscopic ventral incisional hernia repair in may [sic] who has had multiple staph abscesses preoperatively and postoperatively, now appears to have infected mesh.¿ explant procedure: exploratory laparotomy with removal of gore-tex mesh. Incision and drainage of 2 separate abdominal wall abscesses. Explant date: (B)(6) 2013 [hospitalization may (B)(6) 2013] findings: ¿there was thick green, but nonodorous purulence around the mesh. The mesh was removed in its entirety. There were also abdominal wall abscess on either side that were opened and drained and packed with iodoform. Ten flat blake drain was placed in the cavity where the mesh had been under the midline fascia.¿ procedure: ¿midline incision was made through the umbilicus to the pubis and carried down through the subcutaneous tissue and through the fascia. I opened the fascia and encountered thick green nonodorous purulence that was cultured and suctioned out. I was able to grab the gore-tex mesh and with limited difficulty I was able to remove it in its entirety. I had cut 1 of the sutures. The remainder was then pulled out. What was left was the subfascial cavity with a rind on the under surface. I irrigated this out very well. We placed a 10 flat blake drain in this cavity and brought out through a stab incision in the right side of the abdomen. The area was again well irrigated and hemostasis confirmed. The midline fascia was closed with a running #1 looped pds. The subcutaneous tissue was irrigated and decided to close the skin with skin staples. There was a pigtail catheter that was in the subcutaneous tissue on the right side that was removed. There were 2 abscesses of the abdominal wall, 1 on either side of the abdomen. I opened these up further than they had been opened at the bedside, irrigated them out and packed them with iodoform. The drain was sutured in place with 2-0 nylon. The abdomen is clean, dry and sterile dressing was applied.¿ (B)(6) 2013: [pathology report detailing analysis of the device was not provided.] (B)(6) 2013: microbiology cultures. ¿source: swab ex. Body site: abdomen. Final report: occasional staph aureus (methicillin resistant).¿ (B)(6) 2013: discharge summary. ¿hospital course: underwent successful removal of the gore-tex incisional hernia mesh by exploratory laparotomy. ¿ also had a re-incision and drainage of one of the abscesses on left abdomen. Placed on IV antibiotics and followed by infectious disease specialist.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10568221. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: surgery to remove mesh, infection, abscess, open draining wound, seroma. Additional event specific information was not provided.